Event description:
It was reported that device data was reviewed after a procedure and it was noted that high arterial and low portal flow occurred during the preperation mode stage. If this were to recur while a donor liver was on the device it could negatively impact perfusion.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. A service engineer (se) evaluated the device at the customer site. The device was found to still show flow of 0.3l/min when blood pump stopped so the flow sensors were replaced with new sensors. Afterwards, the device passed functional testing. A non-conformance has been initiated to further investigate the cause of the sensor failure.

Manufacturer narrative:
Additional investigation confirmed incorrect reading of the sensor. The device shows that the arterial flow is better than it is. As the sensor was replaced, no further investigation deemed warranted. Subsequently, the device passed all testing. Sections d3, d4, e1, g1, and g2 were corrected with the appropriate information.

Event description:
It was reported that device data was reviewed after a procedure and it was noted that high arterial and low portal flow occurred during the preparation mode stage. If this were to recur while a donor liver was on the device it could negatively impact perfusion.